Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. During the procedure, the blade of the device would not always advance. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Blade will not advance. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch mt216344.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch mt216344, mfg date: 02/20/2012, exp date: 02/28/2014. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.